Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using a pinnacle pfr kit, the suture broke in half when the physician tried to attach the left mesh leg of the device to the sacrospinous ligament. The detached part of the suture and the bullet were caught inside the capio device. When attempting to attach another mesh leg to the sacrospinous ligament, the bullet popped off outside the pt when loading the capio suturing device. The physician completed the procedure by hand-tying free-standing capio sutures to the mesh legs. This prolonged the procedure by approximately 30 minutes. There were no complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The lot number of the device is unk; consequently, the manufacture and expiration dates cannot be determined. Info was completed by the manufacturer based on info obtained from the complainant. The complainant indicated that the device was implanted and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.